Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the pump was found to be off and not infusing heparin for an unknown amount of time. The patient had reported to the clinician there was a "connection issue" while receiving physical therapy in the room. The prothrombin time (ptt) was sub therapeutic as a result. There was no further information on patient impact.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump was found to be off and not infusing heparin for an unknown amount of time. The patient had reported to the clinician there was a "connection issue" while receiving physical therapy in the room. The prothrombin time (ptt) was sub therapeutic as a result. There was no further information on patient impact.